Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during a left lower extremity cutting balloon angioplasty and stent angiogram and interpretation, a micropuncture transitionless stiffened cannula access set was used to gain access to the patient. The surgeon noticed on fluoroscopy that the wire had broken; the surgeon was able to remove the wire. It was verified under fluoroscopy that all the pieces were removed. There was reportedly no harm to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. It includes a warning label on the wire guide holder that illustrates, "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the risk assessment no further action is required. We will continue to monitor for similar complaints.